Event description:
It was reported that approximately 1 month post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography (CT) scan indicated the devices were occluded. The physician elected to explant the devices on (B)(6) 2015. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the clinical review, the reported event was confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product use was congruent with the IFU. Patient factors that might have contributed to this event included current use of tobacco products. The fusiform aneurysm included a large mural thrombus, which resulted in a distal blood lumen diameter of 1.4 x 1.8 cm at the bifurcation. This finding might have contributed to this event. There was no evidence of balloon angioplasty during the index procedure. Six weeks post implant, there was evidence to support: occlusion of the infrarenal aorta and stent graft from immediately below the renal arteries to the confluence of the hypogastric artery, bilaterally. The stent diameter was measured to be 1.6 cm at the bifurcation, a 42% reduction in diameter. The bilateral iliac stent diameters were observed to be approximately 1.1 cm. There was evidence to support a complication of bilateral renal infarcts and occlusion of the common iliac arteries (beyond the stent graft). The explant procedure and final patient disposition could not be established due to lack of information, however, it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause could not be definitely determined but the bending observed on the returned explant, and resulting lumen restriction found at the bifurcation, appears to be the likely cause if that was the condition while inside the patient. The returned device was found filled with thrombus, obstructing the lumen of the device. The clinical review confirmed the obstruction of the device while in the patient.